Event description:
Two sets of biomet signature knee loaner instruments were needed for a scheduled case. In the process of packing the loaner instruments for sterilization, it was discovered that six pieces of instruments were missing from the second set (pan #1). The loaner instruments are to be inspected by biomet staff prior to delivery to the facility. The biomet representative was notified of this error.